Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-01482 for the other associated device info. It was reported to boston scientific corp on 03/03/2009, that a resolution clip device was used during an endoscopic marking procedure performed the previous month. According to the complainant, during the procedure, two resolution clips were deployed as endoscopic markers for polyps. The first clip would not open because the catheter was kinked. The clip detached in the sigmoid colon. The clip was not retrieved. The second clip deployed properly, then detached from the tissue. The second clip was lost in the digestive tract. The physician indicated that he had no concerns about the clips passing naturally through the body. The exam was completed successfully the next day. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.